Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "when disconnecting from maxzero needle free connector blood squirted out onto the nurse." The product in use at the time is reported to be a mz1000. Further information from the customer has stated that when they were disconnecting the luer connection syringe from a blood draw, blood squirted from the end of the maxzero connector and it occurred days after the maxzero was connected and accessed. And customer has confirmed that no cracks or damages were found and no patient was impacted. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. On this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter: nurse was taking blood from a patient. When disconnecting from maxzero needle free connector blood squirted out onto the nurse.